Event description:
Patient was in office today for a prostate biopsy. During the procedure, the instrument to collect tissue samples was not firing properly. Unable to collect tissue sample 4 times during procedure. Management made aware and device was put aside to be sent for investigation. [Redacted] internal tracking #[redacted]. Manufacturer response for biopsy device, max core biopsy (per site reporter).